Event description:
Complainant alleged that during the incoming inspection of the device, it was observed that the screen display was flickering and was not bright enough to read the alpha/numberic display. There was no pt involvement in the reported malfunction.